Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that at the one month post implant follow-up, the lead was found to have dislodged. After several attempts to reposition the lead, the lead developed problems with extending and retracting. Therefore, a new lead was placed.